Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a buretrol set that was installed on an unknown infusion pump and the pump presented an alarm of air in line; however, there was no air. This set was tested on other channels, and the same alarm occurred. After changing the set, the pump operated normally. This condition occurred during setup. There was no patient injury or medical intervention. No additional information is available.